Event description:
Reference number: (B)(4). Event country in brazil. It was reported that the patient applied a catheter and the pump alarmed during therapy due to the bent cannula was observed upon removal on a use of day one and the event occurred on 28 feb 2026. No further information available.